Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat chronic pelvic pain, chronic abdominal pain. It was reported that the patient had the concurrent procedures of diagnostic laparoscopy, lysis of adhesions, appendectomy and cystoscopy with hydrodistention performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient experienced urinary urgency. It was reported that she underwent mesh removal surgery on (B)(6) 2016. No additional information provided.